Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented with an infection. The source of the infection was not known. The patient's implantable cardioverter defibrillator was explanted and a temporary permanent pacemaker was implanted since the patient is pacer dependent. The patient's condition was stable throughout the event.